Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the trial implant procedure the trial lead tip was broken. In turn the physician removed and replaced the lead with two new leads. Broken part remain in situ.